Event description:
It is reported that during the preparation of the glenoid, the surgeon attempted to remove the drill and a portion remained in the patient. The surgeon was able to remove it and proceed with the case.

Manufacturer narrative:
Evaluation summary: the device has a field age over one year and does appear to have been used multiple times. The device history record could not be reviewed due to insufficient information. Cause cannot be definitively determined. As returned, the weld between the drill sleeve and the drill failed. Further investigation on the usage of this drill found that was reprocessed by the hospital and used multiple times over the last year. However, this is a single use item and not intended for multiple uses as indicated on the device label.